Event description:
It was reported that the setscrew would not lock due to the threads not allowing break off to occur. The setscrew reportedly kept cross threading. Both pedicle screw and the set screw was removed and replaced. There were no fragments of the device left within the patient. No other complications were reported during the surgery.

Manufacturer narrative:
(B)(4): visually and optically confirmed the thread crest and flanks are damaged; damage appears to have initiated at the start of the thread; this is consistent with set screw cross-threading. Dimensional evaluation of multiple axial screw head found outer diameter dimension found to be within specification at both the top and bottom of the head. Base of threaded area of head found to be within specification. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.